Event description:
It was reported that a patient death occurred. The target lesion was located in the chronic total occluded (cto) left anterior descending artery (lad). A 7f mach1 cls3.5 85 cm guide catheter was used for right femoral access (antegrade). A 6f runway fr4 guide catheter was used for left femoral (retrograde) access. A 190 cm judo6 guidewire and a 135 cm mamba (red) microcatheter were advanced, and successfully crossed the lad. A 2.50 mm x 15 mm emerge balloon was used to dilate the lesion. A trapper exchange device was inserted to exchange the judo6 guidewire for a workhorse wire to continue with the case. At this point, the patient heart rhythm started changing (bradycardia), and shortly after went into ventricular fibrillation (vf) arrest rhythm. A code blue was called, and the hospital code team responded. The patient was treated with medications, cardiopulmonary resuscitation (CPR), and defibrillation. After treatment efforts, the patient did not respond, which resulted in death.

Manufacturer narrative:
Initial reported title, initial first name, initial last name: dr. (B)(6).